Event description:
It was reported by dealer that the right wheel is uneven on the (B)(4) wheel chair out of the box. Every other rotation the wheel is hitting the arm of the chair. With weight in chair it is worse. This chair is new out of the box.